Event description:
It was reported that during a transcatheter aortic valve implant procedure, into a previously implanted surgical aortic valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr). At this point in the deployment process, the patient's blood pressure did not increase, and the valve was noted to be under expanded. Additionally, coronary blood flow compromise was suspected. Subsequently, the valve was recaptured and redeployed. Recurrently, the patient's blood pressure did not increase, and the valve was noted to be under expanded. It was suspected that the valve under expansion was due to the surgical aortic valve being previously implanted. In response, the valve was recaptured and removed from the patient with the dcs. A pre-implant balloon aortic valvuloplasty (bav) was then completed, followed by the implantation of a new transcatheter aortic valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the dcs in this report may have caused or contributed to a death or serious injury or that the dcs in this report has malfunctioned. Therefore, the dcs does not meet the reporting requirements in 21 cfr 803. However, the valve will remain reportable for malfunction updated data: b1. B5. H1. The original information indicated the event was a reportable serious injury. Additional information indicates that no life thre atening injury occurred. The event is now a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into a previously implanted surgical aortic valve, the d elivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr). At this point in the deployment process, the patient's blood pressure did not increase, and the valve was noted to be under expanded. Additionally, coronary blood flow compromise was suspected. Subsequently, the valve was recaptured and redeployed. Recurrently, the patient's blood pressure did not increase, and the valve was noted to be under expanded. It was suspected that the valve under expansion was due to the surgical aortic valve being previously implanted. In response, the valve was recaptured and removed from the patient with the dcs. A pre-implant balloon aortic valvuloplasty (bav) was then completed, followed by the implantation of a new transcatheter aortic valve. Additional information was received that during the attempted implant of the first valve, there was no coronary obstruction, and coronary blood flow was confirmed. It was clarified that the valve was deployed twice, recapture twice, and a new valve was successfully implanted. Per the physician, the dcs did not cause or contribute to the hypotension.